Event description:
An impella cp device was inserted via the left femoral artery in a 75-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock (scai stage d). No past medical history was provided. The patient required inotropic support, vasopressors, and mechanical ventilation for respiratory support at the time of device placement. Interventional treatment included left anterior descending coronary angioplasty with ptca stent placement, shockwave coronary intravascular lithotripsy (ivl), and intravascular ultrasound (ivus). During support, blood-tinged urine was reported, and central venous pressure was documented at 5 mmhg. No plasma free hemoglobin laboratory value was reported. The patient experienced hemolysis related to the pump. Volume given and urine color improved. Hemolysis is a known potential complication of mechanical circulatory support devices and is addressed within the instructions for use, including guidance regarding device positioning, hemodynamic optimization, and monitoring parameters. In patients presenting with acute myocardial infarction complicated by cardiogenic shock requiring vasopressors and ventilatory support, hemolysis may also be influenced by low preload states, hemodynamic instability, and overall critical illness. A documented cvp of 5 mmhg may reflect reduced preload, which can contribute to shear-related red blood cell destruction in the setting of mechanical circulatory support. Based on the available clinical information, the reported hemolysis is consistent with the known risk profile of mechanical circulatory support in critically ill patients with cardiogenic shock. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information was provided in b2 (is required intervention). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.